Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as a heat rash that was itchy, broken and bloody. The patient reported using hydrocortisone. It was also reported that the patient's doctor provided a skin cream and advised the patient to take time out of the lifevest. During a follow-up, the patient indicated that he had seen a dermatologist who prescribed a cortisone with antibiotic and advised the patient to leave the device off for a few hours. A final follow-up indicated that the cortisone cream was helping and the rash was healing.